Event description:
It was reported by the affiliate during a low anterior resection the cdh29 staples were malformed. The surgeon re-anastomosed with a new stapler. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: ist fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The reported incident of malformed staples could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.